Event description:
It was reported health professional refers that she has catheter installation on (B)(6) 2024 then removal due to leakage on (B)(6) 2025 with cut proximal to the insertion site between 3 and 6 cm approximately. Procedure was to check for leakage, if there is pain, increased volume in the area around the insertion, slowly withdraw centimeter by centimeter and infuse saline until the fracture is found. This was an oncology patient who must undergo early catheter replacement due to failure of the one already installed. Patient treatment was not altered and no impact was reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed a relatively large circumferential split in the catheter tubing. The edges of the split appeared to be slightly uneven and lighter in color; however, no other details of the split could be seen in the returned photograph, and there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.